Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the right ventricular lead integrity alert, analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range, analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered due to sensing integrity counter (sic) and impedance variation. Short v-v intervals were noted and the pacing impedance had jumped. It was further reported that the superior vena cava (svc) coil was fractured and impedance was high. The coil was turned off. It was later reported that there were loose setscrews on the implantable cardioverter defibrillator (ICD). The setscrews were tightened and issue resolved. The svc coil was turned back on and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.